Event description:
Device 2 of 2. See MFR# 1627487-2010-02674.

Manufacturer narrative:
Results: at the infection site was a pressure sore. Cultures were taken and the results are unk. According to the doctor, the pressure sore was caused by the way the ipg was placed and the way the pt sits. Conclusion: the event cannot be confirmed through analysis. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.